Event description:
The patient was implanted with a left ventricular assist device. Approximately 16 months post-implant, the patient developed signs of hemolysis and an increase in pump power was noted. A decision was made to exchange the pump.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The explanted pump was lost at the hospital and will not be returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.